Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during a laparoscopic sleeve gastrecomy procedure. While stapling on the stomach the stapler partially fired. The staple line was incomplete and the instrument locked on tissue. The reload had to be excised from stomach tissue leading to bleeding and a small wound of unanticipated tissue loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The handle blocked and the reload had to be pulled out, leading to a bleeding and a small wound. The reload was changed and another one was used in order to complete the case. The patient was alive with injury.